Event description:
It was reported that the paramedics were called and treated the customer her low blood glucose of 27mg/dl. The mother stated that the customer was given two liquid glucose tablets to stabilize her glucose level, which it went up to 67mg/dl. Initially the mother called regarding a damage insulin pump. The caller stated that the battery cap continues to come loose, which causes the customer's glucose level to rise. The mother requested having a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.